Manufacturer narrative:
Complaint allegation cannot be confirmed due to functional testing not being possible due to the biohazard risk. One unpackaged abs-10060r angel centrifuge serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted the device was returned with blood. Further visual inspection noted wear and tear to the device with scruff marks observed on the surface of the device. Functional testing was not performed due to the device being returned with blood and posing a biocontamination hazard risk. The most likely cause for the reported failure can be attributed to wear and tear incurred from extended usage in the field. Manufactured date: 2007-03-01. Refer to investigation photos.

Event description:
On 03/05/2025, it was reported by a sales representative via (B)(6) that an abs-10060r angel centrifuge didn't spin during a case. This occurred during use in a mis bunion case with no patient effect. Case was completed using the bmac.